Manufacturer narrative:
Section a3b, gender: information unknown/not provided. Section a4, patient weight: information unknown/not provided. Section a6, race: the customer responded ¿hispanic¿. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to report the unplanned vitrectomy. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s eye. The haptics were stuck to the optic. When releasing the stuck haptics, the capsular bag broke. A vitrectomy occurred which was triggered by the jnj iol. The iol was removed and replaced with a backup. The replacement lens was a different model and diopter - model za9003, 22.5 diopter. No further information was provided.